Event description:
This is a new device to the market. This device does not have a safety mechanism to prevent the device from firing or cutting when there are no staples loaded. This device is meant to cut and staple during surgery. There were no staples loaded, the surgeon was unaware, and the device cut the vein and artery without stapling.